Event description:
Suspected sudden death. Pt having hip replacement surgery. Problem apparently developed after bone cement used. Pt had sudden fall of blood pressure. Despite vigorous attempts by staff, pt could not be revived.